Event description:
The doctor stuck patient for a thoracentesis. After getting fluid return he placed the flow switch on the catheter and did not have a fluid return. The physician thought some debris was clogging the catheter. He removed the catheter and with further investigation it was a faulty flow switch. We replaced the item and restuck the patient with no apparent problems.manufacturer response for flow switch, (brand not provided) (per site reporter).